Event description:
On 22 may 2019, an x-ray suggested the cage was broken. No revision surgery is planned as patient has no complaint of pain or any other adverse event.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned because it remains implanted in patient. Device and complaint history and no relevant manufacturing issues or similar complaints were identified. Without the device, a definite root cause cannot be determined. It is unknown if fusion occurred, but based on the length of implantation (1 year), the most likely root cause is fatigue fracture due to possible pseudoarthrosis.

Event description:
On (B)(6) 2019, an x-ray suggested the cage was broken. No revision surgery is planned as patient has no complaint of pain or any other adverse event.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
On (B)(6) 2019, an x-ray suggested the cage was broken. No revision surgery is planned as patient has no complaint of pain or any other adverse event.